Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient is reported to have suffered a gi bleed approximately 9 months post stent implant. Intervention was performed in the form of an upper gi series, colonoscopy, transfusions and an abd. Patient is reported to have recovered with treatment. The investigator reports that there is no relationship between the event and the product/ procedure.

Event description:
It is reported that the patient also suffered an acute mi approximately 9 months post index procedure. It is reported that the patient experienced an ml during hospital stay for upper gi bleed. It is reported that it was a q-wave mi, located in the anterior, involving the target lesion. Investigator has indicated that the event was not related to the study device. It is reported that elevated troponins were noted in lab work. Angiogram revealed triple vessel disease which was treated medically.

Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st diagonal. Patient was asymptomatic/free of symptoms at 30 day, 6 month and 1 year follow-up. Approximately 16 months post index procedure, it is reported that the patient suffered an mi and was hospitalized. Patient had an echocardiogram, an adenosin stress test and a myocardial perfusion. Type of mi was assessed to be an acute non-stemi (non q-wave). The location of the infarction was non determinable. The investigator assessed that there was no relationship between the event and the study device or the study procedure. The patient recovered with treatment and no other clinical sequelae were reported. Patient was asymptomatic/free of symptoms at 1.5 year follow-up.